Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedances on the right atrial (ra) lead. The impedances are less than 200 ohms and have been for at least one year. During review of the data, it was also observed that the crt-d delivered inappropriate anti-tachycardia pacing previously and after ra pacing, there were deflections observed. At this time, the products remain in service and there is no further action expected. The ra lead is a competitor's product. No adverse patient effects were reported.